Event description:
It was reported that there was a malfunction on the pump with a display code of malf 15. There was no adverse impact to the customer's blood glucose level, as the level did not exceed 500 mg/dl (27.7 mmol/l). Initially, the customer was unable to reset the pump. After following up with technical support, the customer was assisted in resetting the pump, which resolved the malfunction. The customer was advised to continue using the pump and to call back if the malfunction recurs.